Event description:
This pt had an ideopathic cardiac event causing his heart rate to drop from 60 beats per min to 32. The monitor did not reflect this drop and alarm.

Event description:
Add'l info rec'd from MFR 10/1/01: the complaint alleged that the pt heart rate dropped from 60 bpm to 20 bpm and that the low rate alarm, which was set at 40 bpm, did not alarm. There was no impact to the pt. The customer's biomed tested the module at 15 bpm and reported that it did not alarm. On 07/6/01, the customer was aksed to provide the incident module for evaluation, but refused stating they didn't know which one it was. The module serial number had not been documented and had been taken out of service. MFR asked for add'l info regarding the details of the incident, including copies of the actual ECG strips of the event, copies of the hosp report, info on the pt's condition and an interview with the nurse involved in the incident. The customer, however, refused MFR's requests and failed to provide any add'l info. Subsequently on 7/13/01, MFR was faxed the pt's record which showed the heart rate had dropped to 33-32 bpm instead of 20 bpm as initially indicated. On 7/9/01, after providing a loaner, MFR received from the customer a module, model 90470-01-21, for evaluaton. Testing of this module showed whenever the heart rate of the module was dropped to 20 pbm, the low rate alarm did indeed sound each time. However, when testing at 15 bpm as the biomed did, MFR identified an anomaly of the software where the low rate alarm did not sound. Further evaluation determined 3 events had to happen for the anomaly to manifest itself. (1) the heart rate must drop suddenly below the alarm limit within a one beat interval, (2) the heart rate must stop in the range of 12-15 bpm, and (3) the heart rate must stay in the 12-15 bpm range. In this scenario, there would be no low rate alarm. Concerning the software anomaly between 12-15 bpm, to assess the risk involved in this scenario of the heart rate dropping abruptly and staying in the range of 12-15 bpm, a health hazard evaluation was conducted. Results of that analysis (see appendix 2) show that while this scenario is possible, the risk involved is very low since the probability of occurrence is believed to be remote. This test did not represent the acutal clinical event and is clinically unlikely to happen. It should be noted that any heart rate outside the range of 12-15 bpm would trigger an alarm. MFR's analysis is supported by the hosp's decision not to discontinue use of the devices. The pt module used in the incident was never positively identified. MFR believes it to be one of their model 90470 series multi-parameter pt modules. To MFR's knowledge, no pt module was taken out of svc and they continue to be used throughout the hosp. The field corrective action plan has not yet been fully developed, but will be submitted to the FDA in the next 10 days.